Event description:
It was reported that the "patient was getting too much drug." The pump was replaced. Rotor and dye studies were done; results were not reported. Patient outcome was noted as recovered without sequela.

Manufacturer narrative:
Concomitant medical products: catheter model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned pump revealed no anomaly; normal device function. Pump passed dispense testing and additional 24 hour infusion testing indicating that the pump was dispensing accurately.

Event description:
Attorney alleges that the patient was brought to a hospital for an overdose of pain medication and was moved to the intensive-care unit as a result of a malfunctioning pump. The pump was explanted and replaced around (B)(6), 2012. It was stated that the pump had a manufacturing defect. As a result of this event, the patient sustained serious and disabling injuries, including, but not limited to an overdose of sufentanil and baclofen, additional surgery to remove and replace the pump, and a serious (B)(6) infection as a result of the removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).